Event description:
It was reported that the patient experienced pull out pain following spinal cord stimulation posterior root entry disruption. The patient underwent a secondary procedure to address the pull out pain that was successful. The patient has since recovered.